Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a history of noise. The lead was explanted and replaced during routine device change out procedure without incident. The patient was in stable condition intra and post procedure.